Event description:
The customer reported that the co2 functionality was shutting on and off and they could therefore not monitor the pt's co2. There was pt involvement, but no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.